Event description:
It was reported that after changing the infusion set, the device kept saying "rewind and disconnect". The caller stated that the customer was in the emergency room due to high blood glucose over 300mg/dl, and he had a small heart attack. It was stated that the customer was unconscious. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus were correct. Advised the wife to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.